Manufacturer narrative:
D10: concomitants: (B)(6), 300-30-06 - equinoxe preserve stem 6mm, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-31-40 - glenosphere, 40mm, (B)(6), 320-35-01 - small glenoid plate, (B)(6), 321-52-07 - 3.2mm drill bit sterile, (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip, (B)(6), 322-10-00 - humeral adapter tray, +0. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, initial right shoulder implanted in (B)(6) 2024, underwent a revision procedure. Date unknown. The surgeon revised the patient¿s reverse shoulder due to instability. He removed a 40+0 liner and replaced it with a 40+2.5 constrained liner. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were unable to be obtained. The explanted device is not available for return as the hospital kept the device. No device images were obtained. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h6. MDR section codes updated/corrected: b, c, e. The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.